Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Pt information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high pace/sense impedance, a high sensing integrity count (sic) and was exhibiting noise. It was also reported that a lead integrity alert (lia) was triggered. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.